Event description:
It was reported that the swg kinked when advancing through the needle. The insertion site was the right jugular and the event occurred in the ed department. The swg and needle were removed. The i.v. Team then gained peripheral access successfully. There was no delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4).